Event description:
It was reported that a 41-year-old asian female patient underwent a breast augmentation revision surgery with implantation of a right-sided 525cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient suffered a deflated left breast implant. It was determined that the right implant would be removed as a prophylactic measure to prevent possible future injuries. As result, the patient underwent bilateral removal without replacement on (B)(6) 2022. This report is for the right breast implant. Refer to manufacturing report number 1645337-2022-06315 for the contralateral event.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Upon review of the lot history records, nonconformances were discovered relating to device malfunction. Mentor will address these nonconformances within the quality system. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: prophylactic removal . FDA correction/ removal reporting no. : 3005423519-10/12/2021-001-r manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 22, 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. During the visual evaluation, no apparent damage or visual anomalies were observed on the breast implant device. Manufacturer¿s reference number: (B)(4).